Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. H3 investigation summary: the product was returned to ethicon for evaluation. Visual inspection was conducted on the returned device. The returned sample revealed that it was received one open sample that pertained to product code w8557. During visual inspection of the returned sample, a foreign matter that appears to be hair was noted between the suture and tray. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. As part of the ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post-market surveillance. This is an analysis for a photo submitted to ethicon for evaluation. During the visual analysis, the following was observed: the photos show an open package with foreign matter. Based on the photo review, no conclusion or root cause could be determined. As part of ethicon quality process all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance. Additional information was requested, and the following was obtained: could you kindly verify whether the foreign matter discovered is of a biological nature, such as the presence of blood, insects, hair, or any other biological substance? The foreign matter is air. Was the sterility of the device compromised? - please describe the sterile packaging: were there any issues with the seal of the sterile packaging? - are there any tears/holes in the sterile packaging? Contacted with the sales rep today via phone, the information requested is unknown.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6)2024 and suture was used. Prior to use, it was found that there had been foreign matter in the newly dispensed suture when it was opened to prepare for unknown surgery. Changed to another one to complete the surgery. There were no adverse patient consequences reported. Upon evaluation of the returned device, a foreign matter that appears to be hair was noted between the suture and tray.